Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a bacteremia infection. The device and lead were explanted and later replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. Analysis indicated that the outer insulation was ruptured. The overlay tubing of the lead developed a breach due to being ruptured while in vivo. The overlay tubing of the lead was observed to have blood ingression. There was blood on the middle insulation. If information is provided in the future, a supplemental report will be issued.